Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2019, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder® aaa endoprostheses. Intra-operatively, a proximal type I endoleak was noted and the additional ballooning was performed. The endoleak was resolved and the patient tolerated the procedure. On (B)(6) 2019, a computed tomography (CT) was performed before the patient was discharged, and the imaging showed an evidence of a proximal type I endoleak. On (B)(6) 2019, an additional procedure was performed to repair the endoleak at the patient's request and an aortic extender component was implanted. The endoleak was resolved. The patient tolerated the procedure.